Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a sudden sensation of right side numbness in her ribs. The patient indicated the numbness slowly subsided when she turned the stimulation off. The patient has not turned on the stimulation since this incident. A full parameter diagnostic indicated several contacts have invalid impedance values. The physician would like to revise the lead. Surgical intervention is pending to address the issue.